Event description:
It was reported that there was leakage due to poor seal of plunger with a bd plastipak¿ 50ml concentric luer lock syringe. This occurred during use. The following information was provided by the initial reporter, translated from french to english: when preparing a 50 ml injectable syringe the seal plunger leaks out.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1905222, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1905222 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was leakage due to poor seal of plunger with a bd plastipak¿ 50ml concentric luer lock syringe. This occurred during use. The following information was provided by the initial reporter, translated from (B)(6) to english: when preparing a 50 ml injectable syringe the seal plunger leaks out.